Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received "queisotnable" high roche diagnostics cobas elecsys anti-tpo results for two patient samples from the cobas e411 rack analyzer. Patient sample a initial result was 146 iu/ml and the repeat result was 59 iu/ml. Patient sample b initial result was 233 iu/ml and the repeat result was 20 iu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem or a general reagent issue. The cause of the event could not be determined. Analyzer performance testing was within specifications.